Event description:
It was reported by the manufacturer's representative that the device had depleted sooner than expected. The battery voltage had been 3.10v in early 2009. On the carelink transmission of approx five months later, the battery voltage was 2.86v and then the following month, the carelink transmission indicated the device had reached the recommended replacement time. The patient is reported to have died two days later. Follow up with hcp reported the patient was admitted to hospice approx four months after the original date, with a medical history of an mi and heart failure, the device was not turned off, and the "battery depleted quickly." There is no allegation from the hcp that the death was device related.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Other text : trueiconcerto crt-d drimplantable pacemaker/cardio/defib. It was reported by the manufacturer's representative that the device had depleted sooner than expected. The battery voltage had been 3.10v in early 2009. On the carelink transmission of approx four months later, the battery voltage was 2.86v and then the following month, the carelink transmission indicated the device had reached the recommended replacement time. The patient is reported to have died two days later. Follow up with hcp reported the patient was admitted to hospice approx four months after the original date, with a medical history of an mi and heart failure, the device was not turned off, and the "battery depleted quickly." There is no allegation from the hcp that the death was device related. No conclusion can be drawn. Premature eri (elective replacement indicator).